Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. An internal investigation has been opened to evaluate these reported events. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller displayed a medium priority controller fault alarm. The controller was exchanged. No patient com plications have been reported as a result of this event.